Event description:
The customer stated that she was in the hospital due to low blood glucose levels. The customer was treated with food, but wasn't sure if she was given insulin for the food. The customer's blood glucose reading at the time of the call was 371 mg/dl. The customer declined troubleshooting at the time of the call, but she stated that she gave herself a manual injection, and her blood levels appear to be coming down. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.